Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-7.00%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.